Event description:
During a superselective angiography with a 1cc syringe, the clinician felt a pressure change and subsequently verified a catheter rupture via angiography. The catheter was removed. No clinical sequelae.